Manufacturer narrative:
Device received unable to perform the displacement due to complete broken reservoir tube lip and broken battery tube threads noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top portion of the reservoir compartment of insulin pump was broken off and the reservoir was not lock in place. The customer¿s blood glucose level was 264 mg/dl at the time of the incident. The customer was assisted with troubleshooting and reported that the reservoir lip ring was damaged. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump required to be replaced. The insulin pump will be returned for analysis.